Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced ua and urinary tract infections, pain, stress urinary incontinence, urge incontinence, dyspareunia, perineal scarring and sling migration. An excision of the mesh was performed.